Event description:
The complainant has reported that a female underwent an emergent colonoscopy for treatment of gastric outlet obstruction following diagnosis of a sigmoid tumor. The clinician attempted to place a wallflex enteral colonic stent as a palliative treatment to the terminal disease process. The initial attempt to place the wallflex stent resulted in premature deployment; this device was removed and a subsequent wallflex device placed without issue. Please note associated medwatch 6000050-2006-00105. The following morning the patient expired. Initial information provided by the clinician indicates the cause of death to be a result of a perforated bowel.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.